Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was stuck on carefusion screen. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was stuck at desktop mode. A technical support specialist (tss) rebooted the station, settings were verified, and medapp started and tested successfully. The system functioned as intended after the technical support specialist troubleshot the device.